Manufacturer narrative:
This report is no longer reportable as it is a duplicate of MDR 2518422-2025-103644. The information provided in this report has already been captured and submitted under the referenced MDR, and therefore, no further action is necessary.

Event description:
This notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, no evidence of foam was found. However, upon review of the error logs, there was a failure in the blower due to it not having any power. The technician recommended it be replaced to address the issue. Unit has been sent back remediated but not repaired as the customer rejected the quote at this time.